Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Bd received 100 samples from the customer facility for investigation. Twenty samples were tested, evaluated and showed the reported defect. The customer's indicated failure mode for 6090572 with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: an absolute root cause is continuously being investigated.

Event description:
It was reported that the caps of bd vacutainer® glass plasma tube. Lt. Blue bd hemogard¿ come off when the needle is pulled out. There was no report of serious injury or medical intervention.